Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient reported a system error 2240 that occurred during dwell 1 of 7. The patient stated they were connected at the time of the error and did not disconnect prior to it. All of the bags were properly spiked and connected and no patient line extensions were used. There were no open clamps on any of the unused supply lines. Nothing unusual was noted with the supplies. The patient was advised to close all the clamps and start over with new supplies. The sample was not available and the lot number and product codes were unknown.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).